Manufacturer narrative:
In regards to the "diffuse lamellar keratitis complaint" for ec-5000 sn: (B)(4), per customer request nidek field service engineer (fse) evaluated the device on 4/25/2016 at the field. Fse inspected and tested the device. The device has been working as per specifications. No failure was found. During the evaluation fse observed that the air conditioner in the room was covered with the filters. Humidifiers bucket was full with the water. As per fse the environmental conditions were not properly maintained. Nidek clinical specialist contacted facility on 4/29/2016 to gather additional information. On 5/4/2016 clinical from customer facility replied back and informed that, nidek did not play any part in the case so they are withdrawing the complaint. No additional information related to patient status was provided by the customer. During follow up customer also mentioned that they are going to get the air conditioning system checked.

Event description:
Nidek inc. Received a complaint from the customer on (B)(6) 2016. Customer reported that they observed patient developing diffuse keratitis post operatively after the surgery. Customer requested nidek inc. To inspect the laser ec-5000 sn: (B)(4). No additional information was provided at the time.